Manufacturer narrative:
(B)(4)the complaint device was not returned for evaluation. It was stated that the sensor was inserted in the patient's thight. It should be noted that the dexcom pediatric users guide states: dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks.

Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire detached and remained in the patient's skin. Patient's dad stated he was able to pull the sensor wire out. The sensor was inserted at the thigh on (B)(6) 2015. No additional event or patient information is available.